Event description:
It was reported that when using the bd pyxis¿ es refrigerator was not opening. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator was not opening. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative. Correction: medical device catalog, unique identifier (UDI), medical device serial and medical device serial. A review of the complaint history for sn (B)(6) was performed in salesforce and did not identify any similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) from the date of manufacture on 31-dec-2020 confirmed that this device was not previously returned for service and no production failures were identified that would correlate with the customer reported issue. Upon investigation of the device involved in this incident it was determined that the formulary item was grayed out during refrigerator access. A technical support specialist reviewed the inventory report for the medication ID provided by the customer and observed that the maximum minimum and current counts were zero indicating the item was not loaded. It was confirmed that the medication needed to be assigned and loaded into refrigerator pocket 20. As the required permissions were not available the customer was advised to contact the pharmacy to complete the assignment and loading. The system functioned as intended following technical support specialist guidance.